Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2011.

Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2009. Patient underwent revision surgery on (B)(6), 2011 due to proximal tibial fracture occurring when the patient fell. The tibial tray was displaced from the fracture and was revised. No further complications have been reported.